Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system the customer received false positive results. This event occurred 30 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "according to the customer¿s report, false positives occurred." (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system the customer received false positive results. This event occurred 30 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "according to the customer¿s report, false positives occurred." Eua(B)(4).

Manufacturer narrative:
H6: investigation summary the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd maxtm system kit (ref. 44500301) unknown lot # was performed by the verification of complaints history. Customer reported false positive results with the bd sars-cov-2 reagents for bd max¿ system assay. Despite multiple attempts made to receive information from the customer, no kit lot nor data was provided for the investigation, the investigation was thus limited. Without data no analysis was possible, the root cause could not be identified. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents for bd max¿ product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).